Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead, (B)(6) 2008; sx45 competitive implantable pacing lead, (B)(6) 2003. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced high impedance on the pace/sense portion of the lead, which triggered an alert. Rv lead impedance trend shows a gradual climb in impedance. It is suspected that this is a scar tissue issue. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.